Manufacturer narrative:
Background information: quickie 2 owner's manual states in section a, "final selection of the type of wheelchair, option and adjustments rests solely with you and your health care professional." Quicke 2 owner's manual states in section o, "your wheelchair has many moving parts that can create pinch points and possible finger traps. Be aware when making any adjustments, when folding and unfolding, when moving, and any other situation that could cause a pinch point situation." Discussion: on 9-5-2025 sunrise medical received a complaint from the dealer regarding and end user sustaining broken fingers while using the handrims and wheels of a quickie 2 wheelchair. The dealer called in to get a quote for different wheels and handrims for the end user. On a different occasion, 09/19/2025, the dealer reported to sunrise that the request for new wheels and handrims was made by the therapist to the end users. There was an investigation of the DHR for this wheelchair and there were no abnormalities, deviations or non-conformances related to the complaint reported or identified during the manufacturing process. The chair was manufactured on 06/28/2022. Therefore, the conclusion is that this is not a product malfunction but a user error due to user being unknowledgeable of proper use or the wheel options no longer being suitable for this end user. Pinch points are a known risk and require the user to be knowledgeable before and during use. Conclusion: in conclusion, due to the allegation of a serious injury (fractured fingers), this MDR is being filed.

Event description:
Sunrise medical received notice from nsm dealer, chuck pfiefer, that end user had injured his fingers while using a quickie 2 wheelchair. The dealer reported that end user had broken fingers. Dealer reported that the end user's therapist recommended a different wheel style for the end user to accommodate the end user's needs. The dealer stated that he was unsure if the wheels themselves are the cause of the broken fingers.